Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm for the last 2 days. The customer blood glucose (bg) level was reported to be 189 mg/dl at dinner but woke up to a (bg) level of 278 mg/dl. At the time of the reported event the customers (bg) level was at 172 mg/dl. During the call with tandem technical support, review of pump data revealed the pump had declared two separate occlusion alarms. The contact stated that both times the customer was able to deliver a bolus to stabilize blood glucose level. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.